Manufacturer narrative:
Battery pack (B)(4). Battery pack (B)(4): 02/01/2008. Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (damaged battery casing) has been confirmed. Upon eval, the battery was found to have bent connector pin (pin 3). The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. Device eval of the battery pack (B)(4) has been completed. The reported problem (damaged battery casing) has been confirmed. Upon eval, the battery was found to have a bent connector pin (pin 3). The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective batteries.

Event description:
A (B)(6) returned several battery packs with a note indicating that there was damage to the casing of the batteries.